Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose has been running high whenever his reservoir begins to run low. The customer had dinner the night before the call when his blood glucose was 180 mg/dl, and later that night his reading exceeded 300 mg/dl. He stayed up and his blood glucose decreased to 220 mg/dl, and then later hit a low of 50 mg/dl, which he treated with four glucose tablets. Troubleshooting was initiated for his high blood glucose events. The highs have occurred over the past two months. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer in order to perform a high pressure test and execute further troubleshooting.